Manufacturer narrative:
Device was programmed and monitored for two days with no blank display noted. No battery out limit alarm noted. No blank display noted after bolus delivery. All operating currents are within specification. Off no power alarm functions properly. Device passed self test and displacement test. Device had a minor scratched display window, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip. No damage noted on connector isolation tape on lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device had a blank display. Device alarmed multiple battery out limit alarms. Customer's blood glucose was 46 mg/dl. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.